Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was cracked, which resulted in the usb port being able to slide out of the pump. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.